Event description:
It was reported by service report that the zoom function was intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell wedlment; spacers; drive assembly motor.